Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID# (B)(4) indicated that the procedure was coil embolization of the right cavernous sinus assisted with an enterprise vrd (enc453712/01425067), and the following day after the index procedure the patient developed asymptomatic cerebral infarction. No action was taken. The event outcome as of two after onset was recovered without sequel. According to the physician, the possible cause of the event was the incomplete aneurysm occlusion therefore the relationship of the event to the procedure was highly probable whereas to the enterprise vrd was unrelated. No product malfunctions were noted. Prior to the procedure, the patient did not have any neurological deficits, and during the procedure, the stent was not placed within thrombus. During the event, the enterprise stent was patent, and fully expanded, appose to the vessel wall and in a stable position. Mrs before the procedure was 2, one week after the procedure was 1, and one month after the procedure was 1. The act was 124 seconds pre anticoagulation and 307 seconds post anticoagulation. Angiography during the procedure, showed an unruptured saccular aneurysm with a neck that was 5.4mm, and the neck to sac ratio was 5.4mm: 27.6mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.9mm.

Manufacturer narrative:
It was reported via (B)(6) study that the day after a coil embolization of the right cavernous sinus assisted with an enterprise vrd (B)(4) the patient developed an asymptomatic cerebral infarction. No action was taken. The event outcome as of nine days after onset was recovered without sequel. According to the physician, the possible cause of the event was the incomplete aneurysm occlusion therefore the relationship of the event to the procedure was highly probable whereas to the enterprise vrd was unrelated. No product malfunctions were noted. The baseline (B)(6) was 2; however, with follow-up investigation it was reported that there were no neurological deficits. The unruptured saccular aneurysm neck was 5.4mm, and the neck to sac ratio was 5.4mm: 27.6mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.9mm. Heparin 8000u was administered intra-procedurally. The act was 124 seconds pre anticoagulation and 307 seconds post anticoagulation. During the procedure, the stent was not placed within thrombus. During the event, the enterprise stent was patent, and fully expanded, appose to the vessel wall and in a stable position. A total of sixteen coils were placed, including 14 noncodman coils and two orbit coils ((B)(4)/lot#15121003) and (B)(4). The occlusion rate of aneurysm was 80% after the procedure. One week and one month post procedure the (B)(6) was 1. Antiplatelet therapy included aspirin 100mg/day and clopidogrel 75mg/day beginning one week prior to the procedure. The devices remain implanted and therefore are not available for analysis. A review of the manufacturing documentation associated with orbit lot 15244847 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Cerebral infarction is a known potential adverse event associated with use of the enterprise vrd in the intracranial vasculature and use of the orbit coils for aneurysm embolization as outlined in the respective instructions for use. Based on the aneurysm size and report by the physician that the event may have been related to incomplete aneurysm occlusion it appears that lesion size and procedural coiling factors may have contributed. The trufill dcs orbit instructions for use warns that incomplete occlusion of vascular bed or territories may give rise to hemorrhage, ischemia, infarction, development of alternative vascular pathways, or recurrence of symptoms. With review of the available information and device history records, there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00515, 1058196-2011-00516, and 1058196-2011-00517.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15244847 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00515, 1058196-2011-00516, and 1058196-2011-00517. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011. Heparin 8000u was administered intra-procedurally. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 80% after the procedure. Prior to implanting the vrd, shuttle sheath (cook), prowler select plus (mc) microcatheter (606-s255x/15246599) were utilized. Other devices utilized during the procedure were, excelsior 1018 mc x2 (stryker), synchro guidewire (bs), gdc coils x2 (bs), v-track coils x12 (terumo), orbit coil (638cs1830/lot#15121003), and orbit coil (638cs1430/15244847). No further information is available and procedural images are not available. This is one of three products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00515, 1058196-2011-00516, and 1058196-2011-00517. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.